Manufacturer narrative:
Service report (B)(4) was submitted by the dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 16 aug 2023 and the findings concluded that the device was in compliance with dornier specifications. Patient hematomas are listed as a potential adverse effect and complication in the compact delta ii operating manual. The result of this investigation revealed no defects or inconsistencies with the identified device which impacted the operational capacity of the unit. The reviews conducted for this investigation concluded the device was manufactured and functioning within dornier specifications.

Event description:
Patient hematoma reported.